Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of alarms at night when connected to ac power was not able to be determined. The mpu was not returned for evaluation and the serial number was not provided. Multiple attempts were made to obtain additional information from the customer regarding the mpu; however, no additional information was provided. The provided log files and the log files retrieved from the returned system controller did not contain any atypical alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was not returned for investigation. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that device alarmed for 'no external power' while patient was connected to ac power. Additional information was requested but not yet provided.